Event description:
This case involved a female patient treated with poly-l-lactic acid starting in 2006 for facial filler. The pt's medical history was not provided. No concomitant medications were reported. In 2006, the pt received 5 vials and in 2007 she received 1 vial of poly-l-lactic acid as a facial fillers. In 2009, nodules started to appear in her cheeks. Three nodules across the zygomatic bone and one by her mouth. The pt's outcome at the time of the report was unk. It is unk if corrective treatment was given. The reporter did not provide a causal assessment. A pharmaceutical technical complaint was initiated.

Manufacturer narrative:
On 11-18-09 device qc check performed.